Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test performed at the third-party labs, provided from olympus: jun 22, 202. Sampling from: all channels. Cfu: >100cfu. Bacterial identification: acinetobacter species, micrococcaceae. Jul 07, 2022. Sampling from: all channels. Cfu: 19cfu. Bacterial identification: staphylococcus negative coagulase, brevundimonas vesicularis. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where distal end light guide rod lens (1x) was cracked channel mount was damaged. Mouth piece was damaged. Air/water cylinder scratched. Suction cylinder scratched. Key top 1 had a pin hole. There was knob play and less angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. No contamination found in the associated automatic endoscopy reprocessor (aer). Customer provided information of their reprocessing method. During pre-cleaning, suction is performed, and rinsing is performed for the air water channel and auxiliary channel. Detergent used is enzmed prevent onelife. During manual cleaning detergent used is enziqure. Brushing is performed for the instrument/suction channel, suction piston, and suction access port. Model numbers of the brushes used are pull thru red brush and stubby brush for ports and stubby brush for channels. Disinfecting is not performed for manual cleaning. Aer device is wassenburg. Detergent used with it is endohigh detergent and disinfectant used is endohigh paa. The device is stored horizontally. Dryingis with plasmatyphoon and storage in plasma bag. Maintenance of the device is by olympus.

Event description:
As reported for this event by the customer, the device had microbial contamination which could not be removed. The device was tested prior to use. There is no harm to any patient or persons.